Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg). Reportedly, the customer did not attribute the low bg to the pump or supplies. Although requested, the customer declined to perform troubleshooting or provide additional information to tandem technical support.